Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed stoma site infection with klebsiella and (B)(6). It was reported that the background for (B)(6) was the continuous inflammatory lesions resulted from compulsive stoma cleaning treatment with solutions that were not indicated by the initiation center or physician. The patient has a centrifugal peristomal erythema of approximately 5 cm. The patient was treated with antibiotic amoxiclav 1000 mg twice a day for 10 days.